Event description:
It was reported the collagen got caught in the cannula of the probe during deployment. The customer used a 8 ga marker, deployed the marker successfully, and completed the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Tube sheared off. Eval summery: analysis results found that the mam3008 device was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the maker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the mfg process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.